Manufacturer narrative:
(B)(4) follow up report for correction. This is not a bd device per customer.

Event description:
This is not a bd device per customer.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305902; batch#: unknown ( provide #4367734). It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: roi po# (B)(4); po#: (B)(4); item#: 347509; quantity: (B)(4). Comments: defective. Several needles detatched from the hub while in use during injections. Have several samples. No patient harm, 1/2 box. Need full box replaced. Lot#4367734; customer: xxxxx; phone# xxxx.